Event description:
Reporter indicated that communication was unsuccessful with a vns pt's generator. The treating medical professional believed that the cause of the communication issues was end of service. The pt was referred for revision surgery and the generator could be communicated with pre-operatively. The pt's generator was still elected to be replaced at that time. Good faith attempts for add'l info concerning the functionality of the wand have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.